Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite multiple good faith efforts.